Event description:
It was reported that the 5 mm cannula instrument accessory was bent during surgery. It was initially reported that it was identified during da vinci si surgical procedure. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information on (B)(4) 2013 and it was indicated that the 5 mm cannula was noted to be bent prior to starting surgery, patient was not in the room. The cannula was not bent or damaged the last time it was used. Nothing fell into the patient and no patient injury reported the last time this 5 mm cannula was used. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.